Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device would not power on which was reproduced by attempting to power the device on by opening the door. The device was unable to recognize an open door and therefore did not power-on. The device could power on using the "on/off" key. The device not powering on by not recognizing an open door was verified and found to be caused by a failed upper hook switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on. There was no patient involvement. No additional information is available.